Manufacturer narrative:
Investigation summary: a failure was reported on a bactec fx40 instrument (p/n 442296, s/n (B)(6)). Customer indicated multiple false positives and also complained about the camera¿s position. No erroneous results were reported to doctors, and patients were not impacted. The application specialist declared that issues were not related to the technical quality of the instrument. This case will be re-opened and re-investigated, if any information is provided in the future. Preventative maintenance was performed to confirm the status of the instrument. This is an unconfirmed failure of the bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not needed due to the age of the instrument. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause was unable to determined. No new trends, risks, or hazards were identified as a result of the complaint.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact.